Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Review of the pump data by tandem technical support showed that the pump battery depleted 100% to 0% in approximately 9 hours. The pump subsequently shut off due to insufficient power. The customer's blood glucose (bg) level was impacted (300s mg/dl). The customer switched to a different tandem pump for insulin therapy and delivered a correction bolus. In addition it was reported the pump became hot while charging. It was indicated that the customer would use a different tandem pump as insulin therapy until the replacement pump was received.